Event description:
This is filed to report a gripper actuation issue and tissue damage. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a posterior prolapse. One xtw clip was successfully implanted, reducing mr to a grade of 2. To further reduce mr, another xtw clip (21031a1037) was inserted. However, while advancing through the mitral valve, the clip because caught on the anterior leaflet. Troubleshooting was performed and the clip was successfully removed from the leaflet. The clip was retracted into the left atrium (la) and tissue damage was observed on the clip and a flail was present. It was also observed the grippers were no longer functioning and mr returned to a grade of 4+. Therefore, the clip was removed, and an nt clip (30607a1052) was inserted in an attempt to treat the tissue damage. However, the clip was unable to capture the leaflets. The physician decided to remove the clip and discontinue the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported difficult to remove (anatomy) and difficult to open or close (gripper actuation - both) were not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported mitral valve insufficiency/ regurgitation (unchanged mr) associated with mr returning to pre-procedural baseline was due to the tissue damage. The reported unspecified tissue injury (medical treatment) associated with the tissue damage and new flail appears to be due to removal of the clip from entanglement. The cause of the reported difficult to remove (anatomy) associated with the anterior leaflet entanglement could not be determined. The cause of the reported difficult to open or close (gripper actuation - both) associated with the grippers losing function could not be determined, as no issue was identified during analysis. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.